Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had turned their implantable neurostimulator (ins) off for a surgery at one point and could not get it to turn back on. The patient thinks she may have had the device jump started. No patient symptoms were reported and no further complications were anticipated. The indication for implant was failed back surgery syndrome.